Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 3.1 not detected on bus. The customer attempted 7 minutes and 10 minutes shut down, but still issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer 3.1 was failed and was not detected on bus. A field service engineer (fse) found that the half height drawer 3.1 main cubie b1 was not detected on the bus. The drawer was tested in both the application and diagnostics and was confirmed to be noncommunicative. After removing the back panel all electrical and circuit components were inspected connections were reseated an obstruction was cleared and a 15minute power cycle was performed. After reboot the drawer recovered successfully and passed all diagnostic and application tests. The system functioned as intended after the field service engineer repaired the device.